Event description:
The customer reported to physio-control that the service wrench indicator in the device's readiness display went on when their device was used on a patient. The customer later provided additional information on the reported event and reported that the when they tried to charge defibrillation energy, no charge tone was heard. The device's shock button did flash, but when the user pushed the shock button, no defibrillation shock was delivered. There was no adverse patient outcome reported. During device evaluation it was observed that the device had logged several event codes into its memory.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified that the device had logged several event codes and that the service wrench icon was on. The device would charge and shock defibrillation energy correctly through each energy range. The event codes were then cleared and proper device operation was observed through functional and performance testing. The device was opened and an internal inspection was performed without observing any discrepancies. A replacement device was provided to the customer under warranty.